Manufacturer narrative:
The device remains implanted. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator experienced a superficial infection of the device pocket due to a subcutaneous suture reaching the skin surface. The subcutaneous suture was removed and a course with antibiotics was initiated. The infection has resolved and the device remains implanted.